Manufacturer narrative:
Follow-up #1: date of submission 05/31/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2017 with the following findings:a review of the black box showed no activity related to the temperature issue complaint. No overheating occurred during testing. The pump electrical current draws were found within specifications. The pump was opened to find moisture on the printed circuit board. Unrelated to the original complaint, the display was dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a temperature issue with the pump. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.. There was no indication that the product caused or contributed to an adverse event.